Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the pump's alarm sound was not annunciating. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.